Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device did not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
A customer contacted stryker to report that their device did not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement battery under warranty. Stryker evaluated the customer¿s battery at the product analysis center (pac) and the cause of the reported issue was determined to be a depleted battery. The device remained with the customer and the battery was archived by stryker.